Manufacturer narrative:
E3: occupation: business manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a micropuncture transitionless stiffened cannula access set's wire separated. Access was obtained in the right femoral artery, using the micropuncture needle. The wire was advanced, the needle was removed, and the micropuncture sheath was inserted. As the user attempted to remove the wire from the sheath, the wire broke, leaving a portion of the wire in the artery. An interventionalist was consulted, and the wire fragment was successfully removed intact, using snares and fluoroscopy. Additional information has been requested.

Event description:
Additional information was received 26jul2023. The access site was normal. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. Resistance was felt during removal of the wire, which was reportedly removed with the dilator/inner cannula. After the wire was removed, the physician noted that the wire looked different. An x-ray was obtained at that time, confirming that the wire had fractured/separated. Per the physician, it is "unlikely" that the wire was pulled back or manipulated backwards through the entry needle. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A medwatch report was received on 22sep2023.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The device was removed with snares. A fragment did not remain in the patient after the procedure. Summary of event: as reported, during an unspecified procedure, a micropuncture transitionless stiffened cannula access set's wire separated. Access was obtained in the right femoral artery, using the micropuncture needle. The wire was advanced, the needle was removed, and the micropuncture sheath was inserted. As the user attempted to remove the wire from the sheath, the wire broke, leaving a portion of the wire in the artery. An interventionalist was consulted, and the wire fragment was successfully removed intact, using snares and fluoroscopy. Additional information was received 26jul2023. The access site was normal. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. Resistance was felt during removal of the wire, which was reportedly removed with the dilator/inner cannula. After the wire was removed, the physician noted that the wire looked different. An x-ray was obtained at that time, confirming that the wire had fractured/separated. Per the physician, it is "unlikely" that the wire was pulled back or manipulated backwards through the entry needle. The patient did not experience any adverse effects due to this event. A medwatch report was received on 22sep2023. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the final lot number. Two relevant non-conformances were noted on a subassembly lot; however, all affected product was scrapped. The subassembly was not used in any other final lot. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although two relevant non-conformances were noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that it is possible that unintended user error contributed to this event. The customer reported that resistance was encountered upon removal of the wire and the damage to the wire was found after the wire was removed. The IFU warns the user not to attempt to withdraw the wire if resistance is felt. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.